Manufacturer narrative:
Results: inherent risk of procedure (cva). Cause of event is unknown. Conclusion: cause of event is unknown.

Event description:
Additional information was received for this event. It was reported that there was no physical change in the patient.

Event description:
A valiant thoracic stent graft system was implanted in a patient for the endovascular treatment of a thoracic aorta aneurysm. The proximal thoracic aortic neck measured 32 mm in diameter and 25 mm in length. The aneurysm was 45 mm in diameter which included a bulge measuring 30 x 33 mm in the inner curvature of the thoracic aorta. It was reported the patient presented with a cerebral infarction one day post tevar procedure. The physician assessed that this was related to the procedure and not to the devices and commented that another manufacturer's device was used in addition to the medtronic device in this case. No other details are available. No clinical sequelae were reported.